Manufacturer narrative:
The device history record was reviewed and no anomalies were found that would have lead to the air injection. The suspect device was not returned to merit for evaluation. However, 193 sterile syringes from the same lot as the suspect device were inspected, measured and functionally tested. Samples were functionally tested with competitive manifolds including manifolds from the same manufacturer as the one involved in this incident. None of the syringes leaked air at any time. The root cause of the event could not be determined. Evaluation method - devices from the same lot of the actual device involved in incident were evaluated. Device history record was reviewed, dimensional measurements were taken. Conclusions: devices from the same lot were valuated, failure could not be duplicated.

Event description:
The complainant reported that air was injected into the coronary artery during a cardiac catheterization procedure. A merit syringe was being used in combination with a competitor's manifold kit. There was no patient injury as a result of this event.